Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer service center for preventive maintenance. There was no patient involvement, and no harm or injury reported. Preventive maintenance was completed with components replaced as per the maintenance schedule. The device failed final testing for "internal flow verification". The device flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. Contamination was confirmed affecting the muffler assembly and the blower assembly; these components were replaced. The device passed final testing and was confirmed to operate properly.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, h368343019e9f review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the trilogy evo flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.